Event description:
A report was received that states that the inflation line detached from the tracheostomy tube after an unk amount of time in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.